Event description:
The report indicated that the customer's bgs rose steadily after applying a new pod, resulting in high bgs (331-446mg/dl). A manual insulin injection helped to lower her bgs temporarily, but her levels eventually returned to high. Blood was seen in the cannula, though no kink was noted. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.